Manufacturer narrative:
Failure analysis results: carefusion received the defective component and was unable to duplicate the customer's reported complaint of the reset alarm" (ln vent1) and the report of the alarm sound being low. During initial bench testing and calibration testing, the power board would power up with a golden testing ventilator. The ventilator passed the calibration test, passed the power check out, and passed all testing settings working normally and within specification. The unit also passed a 4 hour duration test and did not produce any unusual alarm or error condition. The alarm sounder assembly was working normally and within specification. Visual inspection of the power board and alarm sounder did not reveal any anomalies. Carefusion scrapped the power board and alarm sounder after failure analysis testing. Please note that is intended to be left blank but becomes auto populated after submission, as a result of a software related anomaly that is being addressed. Please disregard the date entered.

Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a (B)(4) authorized service center. The service technician replaced the main board and the alarm sounder to address the reported issue from the customer. The service technician also did a review of the event trace log to review the "reset" alarm issue. The entry of vent ln1 confirmed the reported issue for the service technician.

Event description:
It was reported to (B)(4) that the ventilator alarmed "reset" and that the alarm sound was low. A review of the event trace log confirmed that the unit had an "ln vent1" episode which is when the ventilator shuts down without the use of the on/stand by switch. The customer reported that there was no patient involvement associated with this complaint.